Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001822565 - 2019 - 02378, 0001825034 - 2019 - 02646, 0001825034 - 2019 - 02647, 0001825034 - 2019 - 02649, 0001825034 - 2019 - 02652, 0001825034 - 2019 - 02653, 0001825034 - 2019 - 02654, 0001825034 - 2019 - 02655, 0001825034 - 2019 - 02656, 0001825034 - 2019 - 02657. G3: other; the initial reporting was provided to zimmer biomet via mw5086869. Concomitant medical products: product lot description primary di# 815045514     4.5 locking shaft screw 14mm 00887868040764,  815045536     4.5 locking shaft screw 36mm 00887868040870,  815045538     4.5 locking cortical scrw 38mm 00887868040887,  815045542     4.5 locking cortical scrw 42mm 00887868040900,  815355025     5.5mm polyaxial screw ft 25mm 00887868041662 , 815355070     5.5mm polyaxial screw ft 70mm 00887868041853,  815745038     4.5 x 38mm cortical screw ft 00887868042423 , 815455080     5.5mm nonlock screw pt 80mm 00887868042003,  815308075     8.0mm cann locking ft 75mm 00887868041211,  814131106 lot 418400 femoral plate 6 hole left 00 887868036934. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address pain attributed to failed hardware. Left distal periprosthetic and implant fracture were noted. No further information is available at the time of this reporting.

Manufacturer narrative:
It was determined this device did not cause or contribute to the reported event. Please void this submission.

Event description:
It was determined this device did not cause or contribute to the reported event. Please void this submission.